Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that after a procedure at the user facility the device was found to have it's gear shift handle broken off. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that after a procedure at the user facility the device was found to have it's gear shift handle broken off. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.